Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a split in the extension leg of the catheter. The fracture surface of the split appeared to be flat and lustrous, which suggests the damage may have been caused by contact with a sharp instrument. However, no other details of the damage could be discerned from the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient had the catheter inserted on (B)(6) 2024. There was no sharp injury during the process. Leakage was discovered when pre-filling the catheter on (B)(6) 2024. After inspection, a crack was found in the extension tube. No other information provided, at this time.